Manufacturer narrative:
There has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, there was no water coming through and it became hot immediately. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Visually inspected and verified the insert is clogged. Multiple unsuccessful attempts were made to obtain the patient outcome.